Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing damaged / broken could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 42493e because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that grav set 20dp v/nv w/ckv 3ss 104-in tubing was defective. The following information was provided by the initial reporter: material no: 42493e; batch no: unknown. It was reported that there was a recent issue with our IV tubing.

Event description:
It was reported that grav set 20dp v/nv w/ckv 3ss 104-in tubing was defective. The following information was provided by the initial reporter: material no: 42493e batch no: unknown it was reported that there was a recent issue with our IV tubing.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 42493e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.